Event description:
It was reported the insulin pump was converted into a loaner insulin pump. It was also found the insulin pump had a cracked casing near the corner of the screen. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Cracked and bleeding lcd glass noted.